Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had alarm generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm. Customer stated that they were able to clear the alarm and unable to complete pump rewind. Customer stated that insulin pump was exposed to high magnetic environment. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device history and trace files downloaded successfully using thus software. Device passed self test however, constant pump error 38 alarms noted during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test or verify pump error 130 and MRI/magnetic field exposure due to pump error 38 alarms. Pump error 38 alarms confirmed in the insulin pump history files on (B)(6) 2021 on 5:22pm. Pump error 130 shown in the insulin pump history on (B)(6) 2021 at 6:07am, 6:08am, 4:24pm, and 5:09pm. Device tested outside the insulin pump and received pump error 38 at rewind. The following were noted during visual inspection: scratched case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.